Manufacturer narrative:
Internal complaint number: (B)(4).autonumber: (B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and evidence of blood were observed. The silicone insulation on the jaws was observed to be intact. A microscopic inspection was conducted. The heater wire was observed to be bent at the upper portion and detached at the tip, but remained attached at the base of the jaw. Charred tissues were evident on the jaws. Based on the returned condition of the device and the results of the evaluation, the reported failure mode "peeled jaw" was not confirmed. The analyzed failure mode "bent wire" was confirmed. Specific actions for the analyzed failure mode "bent wire" are being maintained and documented under maquet¿s failure investigation report (fir) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 tip shredded. A replacement device was used to complete the procedure. The hospital did not report any patient effects. Date of event unknown.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 tip shredded. A replacement device was used to complete the procedure. The hospital did not report any patient effects. Date of event unknown.